Event description:
It was reported that this patient received inappropriate tachy shocks, not isolated to a single episode, due to oversensing of myopotentials in both alternate and secondary vector configurations. After some evaluations were performed, primary was found with some noise as well, but it seemed to be the only possible suitable option for this patient. Technical services recommended to switch into this configuration, doing postures and isometrics and evaluate within a week to see if this configuration works for the patient. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was programmed off as the patient was anxious due to the previous shocks. Subsequently, the patient was brought to the clinic for further evaluations. A treadmill test was done, and the primary configuration showed some noise with undersensing and low amplitude morphology, but it remained like the best-looking signal for the patient. A dislocation of the s-ICD system was suspected as well by technical services as the noise in the treadmill appeared to show postural changes, and x-rays were recommended to confirm this. Reportedly, the patient lost confidence in the s-ICD system and wants it explanted, despite the physician's advice. The explant procedure was scheduled. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate tachy shocks, not isolated to a single episode, due to oversensing of myopotentials in both alternate and secondary vector configurations. After some evaluations were performed, primary was found with some noise as well, but it seemed to be the only possible suitable option for this patient. Technical services recommended to switch into this configuration, doing postures and isometrics and evaluate within a week to see if this configuration works for the patient. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was programmed off as the patient was anxious due to the previous shocks. Subsequently, the patient was brought to the clinic for further evaluations. A treadmill test was done, and the primary configuration showed some noise with undersensing and low amplitude morphology, but it remained like the best-looking signal for the patient. A dislocation of the s-ICD system was suspected as well by technical services as the noise in the treadmill appeared to show postural changes, and x-rays were recommended to confirm this. Reportedly, the patient lost confidence in the s-ICD system and wants it explanted, despite the physician's advice. The explant procedure was scheduled. This s-ICD remains in service and no additional adverse patient effects were reported.